Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00516. It was reported the pt's (B)(6) scs system was explanted due to pain at the ipg site. The pt also alleged he did not receive therapy coverage to his feet as needed. During the surgical procedure, it was reported the physician experienced difficulty extracting the lead and had to remove a portion of bone to facilitate the explant.